Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient mentioned that he met with his doctor and his doctor told him that since he had his battery for 5, 6, or 7 years and was having problems with his battery dropping quickly that is was time to put a new battery is, so the patient's ins was replaced on (B)(6) 2018. No further complications were reported. No patient symptoms were reported.